Event description:
A liss plate, implanted on an unk date, was noted as broken. During removal several screws were found cold-welded to the plate. Screw heads were removed, the shafts were left in the patient and patient was revised to im rod.

Manufacturer narrative:
B7, d4 lot#, d6: this information was not provided during initial report. Completed questionnaire received did not provide this information. H3, h6: no evaluation could be made, no conclusion could be drawn as no device was returned. H4: synthes is unable to determine the manufacture date without a lot number.